Event description:
Prodisc-l implanted for degenerative disc disease (B)(6) 2009. Pt involved in mva (B)(6) 2009. X-ray taken (B)(6) 2009, status post mva showed pdl alignment intact with no abnormalities. Post-op films taken for a one year follow up showed polyethylene inlay had dislodged. Pt experienced painful symptoms from lower back and pain radiating in left leg. Right leg would 'go to sleep' when laying flat on back. Pt reported original pain symptoms improved for approx 6 months, then pain returned. MRI taken (B)(6) 2010 showed considerable paramagnetic artifact. No appreciable change in appearance of spine compared to preop study done (B)(6) 2008. This is the 1st of 3 reports submitted on this event.

Manufacturer narrative:
Lot #; this info was not provided during initial report. Additional info has been requested. Device was not explanted. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number.